Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed on (B)(6) 2017 to treat a narrow lesion with eccentric stenosis and moderate calcification in the proximal left anterior descending (lad) coronary artery. The patient presented with unstable angina. A 3.0 x 28 mm absorb gt1 scaffold was implanted and post-dilated with a 3.5 x 20 mm non-compliant balloon. Using quantitative coronary angiography (qca), the scaffold was confirmed to be fully apposed to the vessel wall. On (B)(6) 2018, the patient was re-hospitalized with angina and angiography noted thrombosis in the absorb scaffold. A 2.5 x 20 mm trek balloon and a 3.0 x 20 nc trek balloon were used to treat the thrombosis with optimal results. The patient is doing well. No additional information was provided.